Manufacturer narrative:
(B)(4): the customer reported difficulty in the charging and an issue with pacing cables. There is no reported negative patient impact. The complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported difficulty in the charging and an issue with pacing cables. There is no reported negative patient impact.